Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at the emergency department, an inappropriate shock for a supraventricular tachycardia was observed. Noise and ectopy were observed on the far field discrimination channel as well. Programming changes were made and the morphology template was updated. The patient was stable following.